Manufacturer narrative:
The unit passed the displacement test. There was a cracked case at the lcd window display corner, minor scratches on the lcd window display, cracked belt clip slot, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the corners on the screen of the insulin pump were cracked. Blood glucose was 151 mg/dl. The device was not dropped or bumped. Customer was unaware how damaged occurred. Customer was not in a car accident. No further information reported.